Event description:
The customer reported unable to acquire a 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire a 12 lead ECG. There was no reported adverse pt impact. The philips field svc engineer evaluated the device and the ECG cables and was unable to recreate the reported problem. No trouble was found. The device and ECG cables passed all performance assurance testing and were returned to use. Philips is unable to confirm the reported problem. As of (B)(4) 2012, the customer has not reported any further trouble with this device.